Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11. H6: mechanical (g04) ¿ drill. Visual examination of the returned product/provided pictures identified signs of use and wear and tear. There is galling on the shaft of the reamer and some wear and tear around the collar of the reamer. The stepped cutting edge on the distal end of the reamer has cracked/ split. Measure the overall length and od of the shaft of the reamer and both are conforming to the print. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed as product was returned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: canada. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery that the modular central post reamer was fractured. There was no harm, injury, surgical/medical intervention to patient and no report of a delay. The reaming was already finished when it was observed that the device was split. The patient did not retain any foreign material from the fractured device. Due diligence is complete. No additional information is available.